Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that, during a lateral internal sphincterotomy, a competitor tip was being used with the stryker e-sep pencil and the tip sparked twice and burned the tip of the cautery. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
D4: lot number added. D4: full UDI added. H6: the quality investigation is complete.

Event description:
No new information